Event description:
The customer reported that during a diagnostic catheterization/ptca procedure in 2001, a vasoseal es was deployed. During deployment, the physician had difficulty advancing the tissue dilator down to the white line. The physician proceeded to advance the locator with the dilator in place to locate the arteriotomy. The physician then felt the locator give way and noticed that the dilator was past the white line. The physician deployed anyway by feel and retracted the j segment and removed the locator and dilator. After deploying two collagen plugs and achieving hemostasis, it was noted that the j segment was missing. The groin was fluoroscopied and the j segment was located in the soft tissue. The j segment was left in the soft tissue. Distal pulses were good. The pt was alert and oriented following the deployment. No further complications were reported.